Event description:
It was reported that during initial implant procedure, the implantable cardioverter defibrillator exhibited poor sensing and would show high lead impedance when connected to the lead. The device was replaced and sensing and lead impedance was normal. Patient was in good condition post procedure and will continue to be followed normally.

Event description:
New information received stated that the implantable cardioverter defibrillator failed to capture.

Manufacturer narrative:
The reported field event of sensing, impedance, and output anomalies were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.